Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through system troubleshooting. (B)(4).

Event description:
The customer reported approximately one milliliter of clear fluid leaked from the blood sampling valve (bsv) involving the coulter lh 500 hematology analyzer. The fluid was contained within the instrument. The customer was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient consequence associated with this event. The customer cleaned the blood sampling valve, performed quality control (qc) and no further fluid leak was noted. The instrument was returned to normal operation. The facility has an exposure control and risk management plan in place for biohazard material.